Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error during the rewind sequence. Motor was tested outside of the device and failed, problem isolated to motor or force sensor. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor anomaly. Device uploaded to care link personal and generated a daily summary report without any errors. No unexpected error message noted during the upload or report generation noted. (B)(4).